Event description:
It was reported that the patient's right ventricular (rv) lead dislodged a few days post implant. The lead had increased thresholds as well. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.